Event description:
The pt was scheduled for a right revision total hip arthroplasty that occurred on (B)(6) 2019. The pt presented to the hosp surgery dept and was taken to the preoperative holding area and later to the operating room for the procedure. Intraoperatively, as the existing implant was being removed and the physician was working to loosen the cement around the implant, a zimmer crochet hook was inserted into the femoral canal to help remove the cement in the usual fashion and as the instrument was pulled out, it was noticed that the tip of the instrument (approx 2 mm in size) was missing. An x-ray did confirm that the tip of the instrument was located within the femoral canal. This instrument is good condition and had been well maintained per the MFR's guidelines. FDA safety report ID# (B)(4).